Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 for a gastrointestinal bleed. The patient was transfused with 3 units of blood. The gastrointestinal bleed reportedly resolved and the patient was discharged home on (B)(6) 2016. A double balloon enteroscopy was scheduled for (B)(6) 2016. The patient was reported to be stable at home. It was reported that the pump was functioning as intended, however, the healthcare professionals believed that the gastrointestinal bleed was related to vad therapy. No further information was provided.

Manufacturer narrative:
A direct relationship between the report of gastrointestinal bleeding and the device could not be determined. The patient remains ongoing on pump support and no further related issues have been reported. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.